Event description:
It was reported that there was a report of pain in the pocket area and the patient's heart rate was in the 30s. During the lead explant, the standard stylet would not pass through the lead at the atrium. A locking stylet was used and the lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.